Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a loose dovetail on the intraoperative aberrometry system. There was not a patient involved; it was noted to gradually be loose over time.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and found the female dovetail mounting bracket attached to the underside of the microscope was loose. The screws were tightened to resolve the reported issue. The system was then tested and met all product specifications. The male dovetail on the aberrometer mounts to a corresponding female dovetail bracket on the customer¿s microscope. The dovetail enables the customer to remove and replace the aberrometer onto the microscope per the customer¿s discretion. The root cause of the loose dovetail is likely attributed to customer use/handling; however, this is unable to be determined conclusively with the information obtained for this investigation. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).